Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to recover cubie1 (2×3), cubie 2 (2×3), and main drawer 4 as they were off the bus. It appeared that the motherboard beneath these cubies was missing, and only this section of the drawer was affected. The user performed two hard restarts and a full reboot, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the motherboard was off bus. A field service engineer (fse) reseated row board cable for drawer 3.1 and reseat cubie tray for row c to resolve the issue. The system functioned as intended after the field service engineer repaired the device.